Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling along the bottom edge. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and down arrow keypad buttons were found to be unresponsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/dim display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the patient contacted animas, reporting that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.